Event description:
During index procedure, the patient had 2 endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid lad. Thirteen days post index procedure, patient suffered a gi bleed. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (hemorrhage).